Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the level sensor module and screen flashed yellow as if a sensor was poorly connected to the reservoir. As mitigation, the team replaced the sensors and the issue resolved. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) found that the yellow level sensor triggered an alert condition with fluid present. The fsr replaced the level sensor. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
Updated blocks: b3 & d9.